Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, the manufacturing facility has identified a trend for retraction issues and an investigation has been launched by the facility to identify any causes of these issues and identify any necessary corrective actions. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when pressing the button and caused blood to leak out. This occurred once each in lots 1286975, 2270751, 2280020, and 2305361. The following information was provided by the initial reporter: "we¿ve experienced the needles retracting without depressing the retract button, causing blood to be spilled... Non-retraction of the needles."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when pressing the button and caused blood to leak out. This occurred once each in lots 1286975, 2270751, 2280020, and 2305361. The following information was provided by the initial reporter: "we¿ve experienced the needles retracting without depressing the retract button, causing blood to be spilled... Non-retraction of the needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1286975. Medical device expiration date: 30-sep-2024. Device manufacture date: 13-oct-2021. Medical device lot #: 2270751. Medical device expiration date: 30-sep-2025. Device manufacture date: 05-oct-2022. Medical device lot #: 2280020. Medical device expiration date: 30-sep-2025. Device manufacture date: 14-oct-2022. Medical device lot #: 2305361. Medical device expiration date: 31-oct-2025. Device manufacture date: 04-nov-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.